Event description:
It was reported that during a procedure to place a vena cava filter via the femoral vein, the legs became stuck in the spline and it was very difficult to deploy. Once the filter was deployed, the legs were all tangled together, so the doctor had to use a recovery cone to retrieve the filter via the jugular vein. No injury to the patient was reported.

Manufacturer narrative:
Device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation was: one g2 delivery system; upon initial inspection, the handle on the pusher wire was bent. The split spline of the pusher wire was intact and free of damage. The storage tube was bent at the proximal end that connects to the y-body. The y-body was clean, intact and undamaged. The dilator and the sheath were received as separate units. The dilator had a slight bend, but appeared clean and intact. The g2 delivery sheath was evaluated and there appeared to be a bend and the hub was cut off of the proximal end and missing. It appeared that the filter stopped just distal of the distal gold band. There were 6 holes in the sheath just distal of the distal band indicating the 6 hooks punctured the introducer sheath. The distal tip ID of the g2 delivery sheath showed no filter drag marks that would have indicated filter deployment. There are filter drag marks present in the ID of the delivery sheat at the proximal end where the hub was cut off. During examination of the filter, heat was applied and the filter took shape. All arms and legs were present and intact. All measurements taken were within specifications. The reported event was confirmed indicated by the hook punctures in the introducer sheath; however, the root cause is unk. The info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.